Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was monitored for several days and no blank display was noted. The device received with normal operating currents with no unexpected battery out limit noted. No damage was found on the lcd isolation tape. The insulin pump was also received with a cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer called and reported the insulin pump was alarming. The words on the screen flashed and stayed there. The screen was blank and a button was stuck when she removed it from her pocket. She changed the battery 5 times. Customer stated she had been outside in the hot weather driving. Her blood glucose was 135 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.